Event description:
It was reported that a crack was observed on the cylinder where the aseptic battery slides in, not on the hinge, during sterilization. As per the photos of the product we received upon the product return and checklist during investigation, it appears that there is a locking issue due to the reported crack. No consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Review of the most recent repair record determined: lid closure broken. Pending product disposition. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and serial combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.